Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) was hospitalized following an arrhythmic storm. Upon interrogation the ICD battery status was end of life (eol). The physician inquired about the battery status since the battery status at the previous follow up was good. The device was explanted and replaced without incident.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was determined that the device exceeded longevity expectations. The large amount of shocks delivered to the patient depleted the battery. It was concluded that the device progressed from a battery status of good to eri/eol in a short period of time as a result of the large amount of lifetime shocks delivered by the device. Analysis concluded that the device met specification for normal battery depletion.